Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of this event is on-going. Should additional information be received, a supplemental report will be provided.

Event description:
The customer reported that the olympus hf generator unit experienced an e006 conductivity error during a therapeutic bipolar transurethral resection procedure due to the cable pins having corrosion present. According to the initial reporter, the pins were cleaned, the issue was resolved, and the intended procedure was completed with the subject device. There was no patient harm reported as a result of this event.